Event description:
It was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control informed the caller that the device power button may have been damaged and recommended the customer purchase a replacement defibrillator. The device has not been returned to physio-control for eval. Therefore, further investigation to determine the cause of failure is not possible.